Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0013013182); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a "flow check" of the valve suggested crown node overlap. A pre-implant balloon aortic valvuloplasty (bav) was then completed with a 25 x 50 millimeter (mm) semi-compliant balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. As the valve was nearly two-thirds released using the cusp-overlap implantation technique, an infold was potentially identified. Subsequently, the imaging was switched to the left oblique projection to allow for better visibility of the non-uniform opening of the valve to verify the infold. Additionally, due to the patient being under general anesthesia, imaging was also switched from transthoracic to transesophageal echocardiography (tee). With the varying forms of imaging, the infold was then confirmed. In response, the valve was left in place as a second transcatheter aortic valve was prepared. After the "flow check" of the second valve was completed with no irregularities noted, the second valve was recaptured and removed from the patient. The second valve was then successfully implanted after three captures due to suboptimal positioning. Final tee and angiography revealed a mean aortic valve gradient of 4 millimeters of mercury (mm hg) and valve placement 3-4 mm from the aortic annulus. Due to the valve infold, a 5-minute procedural delay occurred.